Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that lps 16mm xsm bridging bearing 1517-60-216 (lot# si 479990) was revised due to the fact the poly broke. The pin that goes through the poly broke about 15mm below the bottom of the poly. The surgeon replaced with a new poly. Doi: unknown, dor: (B)(6) 2021, unknown knee side.

Event description:
Additional information received indicated that the patient had a very unstable knee which required revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.